Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer planned to use multiple daily injections as a backup therapy and was sent a replacement pump by cts. Cts assisted the customer in completing the necessary form due to the field correction requirement, provided instructions for returning the pump, and confirmed the shipping details for the replacement.